Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported the patient lost weight and was having discomfort at the ipg site. Surgical intervention took place on (B)(6) 2023 where the ipg was explanted and replaced to address the issue. Effective stimulation was restored post-operative.